Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01543. Section d. Box 1. Brand name.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) and iliofemoral using the lightning aspiration tubing (lightning) and indigo system aspiration catheter 12 (cat12). During the procedure, after some time aspirating the clot in the target vessel using the cat12, the lightning tubing became clogged and the indicator lights on the lightning unit turned red. The physician attempted to flush out the clot in the lightning tubing using a 10cc syringe; however, the lights on the lightning unit remained red. Therefore, the cat12 and lightning were removed. The procedure was completed using a cat8. There was no report of an adverse effect to the patient.